Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Lead revision surgery was done on patient for good coverage. Patient weight while the event was 260lbs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that for about a week or two the patient kept getting a message that said replace batteries soon on their controller. Patient noted they charge their implanted neurostimulator every day and this was the second time they got the low battery message. During the call the patient noticed the recharger cord was frayed on one side. The issue was not resolved. A replacement recharger (rtm) was sent out. The patient also reported that their healthcare provider (hcp) did a revision surgery on their implant and it was working decently.